Manufacturer narrative:
Citation: irabien a et al. "Double-barrel endocarditis". J card surg. 2019 oct;34(10):1100-1102. Doi: 10.1111/jocs.14141. Epub 2019 jun 27. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) female patient with tetralogy of fallot, heterotaxy with left isomerism, and a coronary anomaly (right coronary artery arising from the left coronary artery) who underwent ventricular septal defect closure and pulmonary valvuloplasty at 3 months of age. Two days later, the patient had a 14 mm medtronic contegra valved conduit (serial number not provided) implanted between the right ventricle and the pulmonary bifurcation. It was noted that this implant position was to keep the native right ventricular outflow tract patent. Ten years later, the patient had a medtronic melody transcatheter valve (serial number not provided) implanted valve-in-valve in the contegra conduit due to stenosis. No additional adverse patient effects or product performance issues were reported.